Manufacturer narrative:
Digoxin qc was within the customer's established ranges prior to and after the event. Service was offered and the customer declined. No additional information is available. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneous digoxin result, within the therapeutic range, for one patient. A result of 0.62ng/ml, below the therapeutic range, was obtained upon repeat testing on a different instrument. The specimen was then re-tested on the access 2 analyzer and repeated result matched the different instrument result of 0.62ng/ml. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.